Manufacturer narrative:
(B)(4). Conclusion: as stated in the IFU under the "contraindication" section, an absorbable hemostat should not be used as an adhesion prevention product. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent thoracoscopic surgery for a right pneumothorax on (B)(6) /2014. An absorbable hemostatic agent was attached to the lung surface to prevent adhesions to the parietal pleura and was not removed. One week post-operative the patient developed an infection and abscess with pleural inflammation. Smear test results were negative. The patient was given oral antibiotics. The surgeon opines that it is possible the absorbable hemostatic agent fell and caused failure of the drain which caused the abscess. Currently the patient¿s status is improved.